Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is being filed to make FDA aware that user facility report number mw5064418 and manufacturer report 0001825034-2016-04271 are for the same patient and/or event. Please see attached user facility report.

Event description:
Patient underwent an additional procedure post total hip arthroplasty to remove a fragment of a drill bit that was observed in post operative radiographs.

Manufacturer narrative:
This follow up report is being filed to relay additional information.